Manufacturer narrative:
The insulin pump had motor error alarm due to corroded on motor home switch.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The insulin pump was returned for analysis.